Event description:
On at least four occasions in 1999, rptr has attempted to place spinals with this product and this lot #60019235 with unsatisfactory results. In spite of good cerebral spinal fluid return before and after injection, the spinal blocks were slow in onset and inadequate or totally absent.